Manufacturer narrative:
The customer requested a log review for suspected patient tampering and did not allege a product malfunction. Visual inspection showed no anomalies with the returned pca module. The pca event log showed the pca module was programmed for a pca dose only infusion on (B)(6) 2016 at 5:35 pm, which continued until 10:30 pm when the unit was channeled off. During the infusion 13 doses were administered for a total volume of 4.875 ml, with the last dose having been delivered at 7:50 pm. The exact programming parameters and drug concentration could not be determined since the partial pcu event log provided did not include entries for the time frame in question

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a patient was receiving dilaudid 10mg/50ml through a pca pump with no loading dose, demand dose 0.3mg, demand interval 10 min, and 1 hr. Lockout amount (max accumulated dose) of 2 mg. The basal rate was 0mg/hr. The pca was primed and initiated at 1725. The volume in the syringe at that time was documented as 45ml. The patient had an anoxic event at 2114 and was resuscitated, but subsequently passed away. The customer does not believe there was a pump malfunction; a cursory onsite log review by the customer is reported to have shown the patient attempted to access the device 23 times between 1725 and 2114.